Event description:
It was reported that a site's (B)(6) handheld device would not turn on. The site stated the power light will illuminate, however, the device would act as though there is no power. Good faith attempts to obtain additional info as well as product return for product analysis have been unsuccessful to date.